Event description:
It was reported during a procedure on (B)(6) 2011, an intracardiac echo revealed a very trivial and non-hemodynamically significant pericardial effusion, most likely procedure-related. The patient had undergone a laser extraction of the rv lead and atrial lead and new rv lead implant. It is not clear what caused it or when did the pericardial effusion occurred. The patient was fine.